Event description:
This selectra -snapped- in half when the physician was cutting it away. The physician used scissors to cut away the rest. The lead was not damaged during this incident. There were no adverse patient events due to this incident.

Manufacturer narrative:
Upon receipt, the selectra catheter was found torn into two pieces. Both parts were received for analysis. The visual inspection demonstrated a helical cutting line along the proximal catheter fragment. The morphology of the cutting line indicates that the slitter tool deviated from the longitudinal direction at approx. 9.5 cm distal to the handle piece and jammed at approx. 32 cm, resulting in the described tear-off of the catheter tip. The distal lead fragment showed multiple cuts that most likely resulted from the scissors used during the procedure as mentioned in the complaint text. The slitter tool was not returned for analysis. Thus no further root cause investigation was feasible. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process.